Event description:
Sorin group received a report that the heater cooler pt tank temperature was different than the output temperature. The water was not circulating back. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler pt tank temperature was different than the output temperature. The water was not circulating back. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the heater cooler patient tank temperature was different than the output temperature. The water was not circulating back. The service representative resolved the issue by a temperature calibration and replacing the sniffle valve on the patient tank. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.